Manufacturer narrative:
H.10: no DHR and shr could be performed since no serial number was provided. No device, between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of 2014 surgery. Complaints database analysis revealed that no previous device contamination complaints have been reported by this hospital. No additional information is available on this specific case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a female patient underwent a cardiac surgery for aortic valve replacement on (B)(6) 2014 and a heater-cooler 3t system was used. The serial number of the device used during surgery is unknown. The patient showed signs of infection beginning in the spring of 2019 and diagnosed with mycobacterium chimaera infection in (B)(6) 2019. The patient was treated with courses of antibiotics. Reportedly, she underwent a redo avr on (B)(6) 2019 and remained hospitalized until (B)(6). The patient died two days after her discharge on (B)(6) 2019.